Manufacturer narrative:
Clinical evaluation performed by medical affairs on 03 january 2018: 10 months after primary tka the patient complains of instability and the insert is replaced to a thicker one. Developmental instability is a possible consequence of tka, described in literature, generally due to soft tissues losing tension. The possibility of a varus alignment and excessive posterior tibial slope may have contributed to the sensation of instability but there is no sufficient data to evaluate this potential association. There is no reason to suspect a faulty implant as responsible for the problem. Batch review performed on 19 january 2018: lot 161684: (B)(4) items manufactured and released on 01 june 2016. Expiration date: 2021-05-18 :no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to knee instability 10 months after primary. Post op x-rays gave impression of varus alignment and excessive tibial posterior slope; implants well fixed. During the surgery the insert was changed from 10mm to 14mm achieving satisfactory balance and stability.